Manufacturer narrative:
The events of "infection", "fever" and "pus" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately 2.5 weeks after injection in the mid cheek area with 2 syringes of juvederm voluma xc the patient developed an infection at the injection site. Patient was prescribed bactrim, prednisone, and septra. Approximately one month after symptom onset, given that "the patient had a fever", an "irrigation with a needle" was performed at the left injection site; pus was found. A the same time a "standard culture" was performed of the right and left injection site. The result prompted a referral of the patient to an infectious disease specialist to guarantee the prescription of the most appropriate antibiotics. The infectious disease specialist ordered the patient to be taken of septra, kept on the bactrim, and prescribed ciprofloxacin and vitrase. Patient symptoms resolved approximately 10 days after treatment with vitrase. The healthcare professional believes the patient's history of "chronic sinus surgeries may have been a factor in the development of symptoms".